Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID neu_ptm_prog, product type: programmer, patient.

Event description:
A healthcare professional (hcp) reported an out of regulation (oor) error code on the patient programmer (pp). It was stated that the patient woke up on (B)(6) and felt like their stimulator was not working, which is when the oor message was noticed. The patient is on high settings but has dystonia. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is dystonia and movement disorders. See related regulatory report 3004209178-2017-08831.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.